Event description:
It was reported that the physician was attempting to use a nc euphora balloon to treat a severely calcified and moderately tortuous rca lesion exhibiting 95% stenosis. No damage was noted to the device packaging and no issues were noted when removing the devices from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed with no issues noted. During the procedure, the device passed through a previously deployed stent. No resistance was encountered during delivery and no excessive force was used. It was reported that a balloon burst occurred during inflation, below rated burst pressure. No patient injury reported.